Manufacturer narrative:
This lead was explanted on (B)(6) 2023. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded the sudden increase of the shock impedance from approximately 60 ohms to >150 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead / ICD itself would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Manufacturer narrative:
This lead was explanted on (B)(6) 2023. Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 1 month and two charging cycles were recorded to the devices memory. The memory content of the ICD was inspected, revealing no anomalies the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The header of the ICD was inspected, revealing no anomalies. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the device was fully functional. There was no indication of a device malfunction.

Event description:
Shock impedance was observed to be >150 ohms on multiple occasions. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.